Manufacturer narrative:
The inuslin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. It was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. It also had a cracked case at display window corners, cracked battery tube threads and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 260 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.